Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the rapidcross balloon dilation device to treat a patient with tortuosity and stenosis. Device prepped as per IFU. After performing the preparatory steps, the device was delivered to the lesion and expanded, reaching nominal pressure. However, the expansion pressure dropped, and a balloon rupture was observed at 8atms. When negative pressure was applied to remove it, blood was drawn into the inflation device. After removing it from the body and expanding it to check the rupture area, it expanded without issue. It was then reinserted and used for expansion/post dilation at the lesion, completing the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state. An indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 8atms and it held pressure. The balloon was then inflated to its rated burst pressure (rbp) of 14atms, and it held pressure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.